Manufacturer narrative:
Concomitant product: product ID 8709, lot # l56456, implanted: (B)(6) 1998, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon device return, analysis of the pump found no anomalies.

Event description:
Additional information received reported that the patient was receiving effective therapy.

Event description:
It was reported that a health care provider (hcp) replaced a pump and pump connector. The patient was experiencing an increase of muscle tone over the past year. Additional information received reported that the pump was removed due to elective replacement indicator (eri); however, the logs showed that the estimated time to the eri was 9 months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.